Event description:
Procedure: colon resection. According to the reporter: the surgeon used 3 cartridges, 2 worked well the third one did not close the staples and the knife cut the tissue. The patient had klebsiella so they through away all the devices. Added by the sales rep: has the product been re-sterilized prior to this incident: no. Was the complaint product used on a patient: yes. Person injured or jeopardized:? No. Extension of the surgery time by more than 30 min. Or re-operation necessary? No. Blood loss of 500cc or more? No. Extension of the incision by more than 1 inch: no. Change from endoscopic to open surgery: no. Unanticipated tissue loss or irreversible damage: no. Any portion of the device or tack fall into the patient cavity: no. Was any reinforcement material used in conjunction with the stapling device: no. Additional information received via email: what surgical procedure was being performed? Right colon resection. How was the damage to the tissue treated or corrected? They needed to do a new anastomose. Was there any unanticipated tissue loss as a result of this problem? Yes. Did the patient have klebsiella prior to the procedure? Yes. Can you confirm if the device will be returned for evaluation? The device won't return to evaluation due to the klebsiella.

Manufacturer narrative:
(B)(4).